Event description:
It was reported that a revision surgery was performed due to unspecified reasons.

Manufacturer narrative:
The complaint device was not returned and a lot/batch number was not provided. Also no clinical information was provided for our review. Without this information we cannot confirm the complaint or determine a root cause in our investigation. As such, we consider this investigation closed. Should the device or new information become available then we will re-open the investigation. No further actions are being taken at this time.